Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and reviewed. High threshold was noted as well as varying threshold on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.